Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were hospitalized due high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 503 mg/dl treated with insulin drip and manual injection. Customers blood glucose when admitted to hospital was 195mg/dl. Symptoms customer reported at the time of hospitalization event was vomiting and dehydration. Customer did test for ketones and diagnosed with diabetic ketoacidosis. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.